Manufacturer narrative:
Correction provided: the following was inadvertently absent from the initial submission and has been added accordingly. "There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure."

Event description:
It was reported to philips that the device experienced a pacing failure coincident with a defib test failure during operational testing. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device experienced a pacing failure coincident with a defib test failure during operational testing. The customer requested that the device be returned for bench repair.